Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer multiple cubies failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer had failed. A field service engineer observed frequent failures in drawer 3.2, particularly in row b. All cables on the back boards were reseated to address the issue. On the hardware test application (hta), all cubies were released, and the cubie trays were thoroughly cleaned to remove jammed medications and hair. Additionally, the ribbon cable on the b cubie trays was reseated. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A supplemental MDR was filed to correct the unique identifier (UDI) and device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer multiple cubies failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.